Event description:
Pt b ((B)(6)) was lying on hospital gurney, with mattress, while in the emergency dept. When transferring onto hospital bed, a large area (approx 10 x 15 inches) of bright red blood was noted on his lower back/buttocks area. Upon immediate inspection, it was determined the blood did not come from the pt. There were no visible breaks or cracks in the mattress identified - appeared intact. The mattress was returned to the emergency dept where it was inspected and cleaned (wiped down according to policy and procedure). The cleaning product was allowed to dry according to MFR guidelines. A clean white paper towel was used to wipe over the cleaned dry mattress and no blood was noted. A new white paper was repeated 3 add'l times in different areas of the mattress and a staff member pushed down into the mattress with the palm of a gloved hand which resulted in the seepage of bright red blood onto the paper towel. This process was repeated 3 add'l times in different areas of the mattress and the results were the same. A previous pt (pt a) who had occupied the same gurney and mattress, had bled a large amount into the mattress. The mattress was cleaned appropriately following the pt prior to the next pt use.